Event description:
It was reported that the screw splayed open during blocker insertion.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: visual inspection, functional inspection and device history could not be performed because no device was returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause cannot be confirmed, as the product was not returned.

Event description:
It was reported that the screw splayed open during blocker insertion.